Manufacturer narrative:
This report has been identified as braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: customer reported that during preparation, transfer sets were found to have skewed valves. No injuries were reported.

Manufacturer narrative:
This report has been identified as b. Braun inc. Internal report # (B)(4). One (1) used transfer set with packaging was returned by the customer for evaluation. Visual examination of the set noted that the valves are misaligned. This type of observation is not a transfer set failure but is most likely due to improper set up on the pump module. If additional pertinent information becomes available a follow-up report will be filed.